Manufacturer narrative:
The probp 3400 automatically measures systolic and diastolic pressure (excluding neonates) and pulse rate, as well as calculates mean arterial pressure (map). The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. This device is not intended for use on neonates, infants, or children under the age of 3 years. The effectiveness of this device has not been established in pregnant, including pre-eclamptic, patients. The customer refused to return the device for inspection, therefore a root cause into the reported malfunction could not be determined. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was damaged and would likely remove it from clinical service until the device is repaired or replaced. If the device were to be unavailable for use, the clinician would obtain an alternative device, which may result in a delay. Such delays are brief and would not result in significant risk to the patient. If a back-up device was unavailable, the patient could be rescheduled or referred to another practice. Although the reported event did not result in a serious injury, the reported malfunction of a frayed power cord with exposed wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
Customer reported device had physical damage. The power cord was frayed with exposed wires. This incident was captured under hillrom complaint ref #(B)(4).